Event description:
The customer called and reported receiving a no delivery alarms on the insulin pump, after changing out an insulin vial, in which there were a lot of air bubbles. Customer stated there were air bubbles in the reservoir, as well. Troubleshooting was performed and disconnecting and reconnecting the infusion set and reservoir resolved the issues. Customer's blood glucose at time of the report was 134 mg/dl. The customer further reported experiencing low blood glucose of 41 mg/dl on april 13, 2015 and 34 mg/dl on (B)(6) 2015. The paramedics came to customer's home but did not treat her, as she drank juice and blood glucose was up to 93 mg/dl. Troubleshooting was performed with insulin pump. The drive support cap appeared normal. The time was found to be off by a few minutes and was corrected. History and settings were correct. The reservoir was showing more insulin than what was shown on the status screen. Patient was advised to speak with healthcare provider and monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.